Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient wanted to know if his device can overcharge, because for the last 2 weeks patient said his recharging has been taking longer, even though device showed 100% charged but it didn't stop. Technical services (ts) reviewed with caller the last portion is considered trickle charge. Reviewed with caller that system would generally prevent implant from overcharging and that patient would get an error. Ts also reviewed the differences in the quality of charge can affect the charge time as well. Patient said he kept waiting for the device to beep, to indicate recharging is finished. No symptoms were reported. Additional information was received from the consumer who reported that the "doctor put it in wrong". They had to operate one week later to fix the recharge duration issue. The patient stated that the device worked.